Manufacturer narrative:
The device has not been received for analysis. If any add'l relevant info is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The target lesion was in the mid right coronary artery (rca). The lesion was predilated with an unk sized maverick balloon catheter. The physician attempted to advance a 2.75 x 16mm taxus express2 drug eluting stent (des) to the target lesion, but it would not cross. When the device was removed, the stent appeared "flared" on the end with a bent strut. The procedure was completed with another 2.75 x 16mm taxus express2 des. There were no patient complications reported with the patient's current condition listed as "okay".